Event description:
Therakos was notified of an event involving the operator of the cellex instrument being splashed with uvadex when piercing the vial of uvadex with a needle during treatment procedure. Issue started: (B)(6) 2012. The operator pierced the uvadex vial to inject the drug into the treatment bag, just as the needle pierced the cap of the vial, uvadex sprayed onto her face and eyes as if the contents were under pressure. The customer stated that she did not even aspirate contents into the syringe. The customer washed her face and flushed her eyes with water. Therakos medical affairs made the recommendation to have the customer continue to flush her eyes with saline and avoid exposure to direct sunlight by wearing the sunglasses should travel become necessary. Cts followed up with the customer on (B)(6) 2012 and the customer reported that after the operator went home, the irritation in her eyes increased. She went to the emergency room department where her eyes were thoroughly flushed once more with saline. Cts followed up with the customer on (B)(6) 2012 and the customer reported that the operator still had pain and swelling after the event. She went to the ophthalmologist who performed an in ¿office surgery to remove a tiny piece of glass that was deeply embedded in her upper lid. She was also put on antibiotic eye drops. The operator was reported to be fine after receiving medical intervention. Therakos performed a review of the batch record for uvadex lot # 2018995 (dra (B)(4)). Conclusion: uvadex lot 2018995 met qa release criteria and were inspected to confirm that they were free of foreign material. Add¿l testing on lot retains regarding vial pressure and particulate did not uncover any issues. Returned vial was examined and documented in dra (B)(4).

Manufacturer narrative:
Dra (B)(4) was closed on (B)(4) 2012. The testing conducted with the returned vial confirmed the customer¿s suspicion of the vial content under pressure. The fill process at the supplier does not involve overlay with inert gas. A possible root cause is excessive pressure during the filling and sealing process, this could have caused a slight pressurization of the vial contents. This is the first report of pressurized uvadex solution in vial. The uvadex supplier has been discontinued. Although, the occupational exposure to the drug did not cause an adverse event to the operator (no rush, vision loss or other evidence of the direct effect of the drug on the operator) nor was the device involved in this incident, therakos has taken the conservative approach to report the event based on the add¿l info received on (B)(4)2012. (B)(4).